Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Remove investigation code 67, remove investigation conclusion code 3221, remove type of investigation code 4114.